Event description:
It was reported that if the cradle release is used to move a patient out of the gantry instead of using the table control buttons as specified in the operator manual, a discrepancy of up to 6mm between the numerical display on the gantry and the actual position of the table can be introduced. This is a concern for misdiagnosis in the treatment planning for radiation therapy. If the error is not detected, it might lead to incorrect treatment: leaving margin on treated tumor or healthy tissue irradiated instead of tumor.

Manufacturer narrative:
The manual cradle release feature is intended for emergency egress and CT fluoroscopy purposes only, as described in the operator manual. At this customer site, the cradle release is used for convenience. This is an unanticipated use of the cradle release function. This customer has been contacted and advised not to manually unlatch the cradle, rather to drive the cradle out using electronic controls.